Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. It was reported that the patient complained of incision site burning and stinging. It was unknown if there were any environmental, external, or patient factors that may have contributed or led to the issue. It was unknown if there were any diagnostics/troubleshooting performed. The patient had an upcoming appointment with the doctor and was advised to visit the emergency department (ed) if they thought necessary. It was asked but unknown if surgical intervention occurred. The issue was not resolved. Additional information was later received from the rep, who stated that the patient reported that he had surgery with a physician in another state.